Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling (B)(4) on (B)(6) 2011. Mesh removal occurred on (B)(6) 2011. Patient's legal representative stated r leg pain, ui at night ,tenderness on palpation towards the r sacrospinous ligament ,pain with abduction